Manufacturer narrative:
Intermittent up arrow button due to corroded keypad trace. Unit had cracked reservoir tube lip and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump's keypad was not responding properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was over 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.